Event description:
A healthcare professional reported that a hahn tapered implant broke and remained stuck in the patient's jaw due to the patient breaking both the concomitant attachment product and the implant. Per the report the patient informed the healthcare provider that the implant had broken, and they came into the dental office with pieces of the devices outside of their mouth. Per the report the healthcare provider did not observe any patient symptoms, permanent injury nor were any additional procedures performed.

Manufacturer narrative:
The device was returned for analysis; however, the device evaluation is pending. At the completion of the investigation a supplemental report will be submitted with the analysis conclusion. Complaint history and product history records were reviewed; documentation indicates the product met release criteria. The probable root cause of the event has not yet been identified. Manufacturer internal reference number: (B)(4).

Manufacturer narrative:
Device evaluation has been completed; following is the device analysis conclusion: DHR results the DHR was reviewed for lot#6129383 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results there is stock product from lot#6129383 available for review. Investigation methods/results the device was returned but not in original package. The implant was reported to be a hahn tapered implant ø3.5 x 11.5 mm (70-1154-imp0006) but could not verify the size due to part of the implant being missing. A fracture can be seen at the screw section of the implant (see attached images) the complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause a root cause for this complaint cannot be explicitly determined. Probable root cause is the over-torquing of the implant during the initial placement which may have caused a fracture. Additionally, it is unclear the methods of implant placement used during the initial procedure and the insertion torque value. IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in the implant placement section: "step 3: advancement and final seating - continue threading the implant into the osteotomy site using the preferred placement method. A minimum torque value of 35 ncm upon final seating indicates good primary stability." IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in the precautions section: "implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 570 rev 4.0 (hahn tapered implant system) contains the following statement in the recommended torque values section under prosthetic components: "the recommended torque value for affixing hahn tapered implant abutments and multi-unit abutments to hahn tapered implants is 35 ncm. The recommended torque value for affixing hahn tapered implant multi-unit accessories utilizing the multi-unit prosthetic screw is 15 ncm. Any other screw-retained prosthetic components, such as impression copings or scanning abutments, should be hand-tightened only." Corrective action no corrective action is warranted at this time since the root cause was inconclusive. Based on the DHR review, there is no product deformity or non-conformity. There was no evidence found to indicate that the reported issue was caused by the device itself. Manufacturer internal reference number: (B)(4).